Event description:
It was reported that, "discovered that one of the ampoules from one of the doses of simplex had broken and contaminated the box. The other boxes of individual doses were compromised because of the liquid damaging the boxes."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.